Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence as the device stopped working. A flexible cystoscopy revealed that the cuff was not occluding the urethra; therefore, a surgical intervention was performed to remove and replace the aus. Upon explant, fluid loss due to a hole in the fold of the cuff was noted. No further complications have been reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence as the device stopped working. A flexible cystoscopy revealed that the cuff was not occluding the urethra; therefore, a surgical intervention was performed to remove and replace the aus. Upon explant, fluid loss due to a hole in the fold of the cuff was noted. No further complications have been reported.